Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator unable to maintain (fraction of inspired oxygen) readings was confirmed. Ventec then replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift. Further component level cause could not be determined.

Event description:
It was reported that the device needed maintenance. During the device's evaluation, ventec observed that it was unable to maintain fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.